Event description:
Rn was priming tubing in pharmacy/mixing area, noted that flow regulator just popped off from plum pump primary tubing. Tubing was not used on patient and has been saved along with packaging in hem/onc infusion room. Notified the manufacturer/vendor and started a report with them.